Manufacturer narrative:
It was reported that the unit restarted by itself. The reported issue was unable to be duplicated. A check of the records confirmed error, "check vent: ventilator restarted due to anomalies detected during operation" (diagnostic code: 1101), and the error indicating software exception occurred (diagnostic code: 3007) in the event log. It is stated that if diagnostic code 1101 occurs in conjunction with diagnostic code 3007, no action is required. However, the software was reinstalled in accordance with the investigation. The reported issue could not be duplicated. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the unit restarted on its own. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user.